Event description:
During sample evaluation, a 250ml eva bag was observed with particulate matter inside the sterile fluid path. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Two samples were returned for evaluation. A visual inspection was performed and revealed particulate matter. One of the bags has a particle which seems to be a plastic flake and the other bag has a very minute particle in it. An exact root cause is not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.